Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure the side-firing fiber was noticed to have commenced forward firing at 191,874 joules, following activation fiberlife function. The procedure was completed with a second fiber. It was reported no damage to the patient.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.